Event description:
It was reported that this right atrial (ra) lead exhibited a lead conductor fracture during the routine follow up. Reprogramming was done by changing the mode and monitored the situation. Subsequently, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.